Manufacturer narrative:
The report that the customer is replacing the front case due to an indent on the decimal key was confirmed to have needed replacement due to the buttons on the keypad not functioning properly. Inspection: external and internal inspection were performed on the customer-provided keypad. The keypad was observed with an indent on the decimal key. During internal inspection, the device was found with signs of fluid ingress and both the decimal key and number ¿3¿ key were not functioning properly. The buttons would not compress as intended. There were signs of fluid ingress but no open traces test results: the front case keypad (pcu) was connected to the test fixture and powered on in maintenance mode. The keypad test was selected and each key was individually tested. The results found that the decimal ¿.¿ key and the number ¿3¿ key were not functioning properly. The keys did not respond when compressed during the keypad test. The proximate cause of the keypad failure is suspected to be associated with impact damage to the keypad resulting in unresponsive keys. Device history: review of the pcu module s/n (B)(4) service history record showed the device had a manufacture date of 09/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/14/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only a keypad was provided for investigation.

Event description:
It was reported that the customer is replacing the front case due to an indent on the decimal key.